Event description:
Customer reported a bad hard drive, printer, and mainframe batteries. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, printer, and batteries. System operates as intended. This MDR is related to ge healthcare complaint number.